Event description:
Prograsp was not working. Rn opened a new prograsp onto field and that was not working either. Issue was appearing to be the drape. The faulty drape was removed from the robot and redraped with new drape and it started working again.